Manufacturer narrative:
Examination of the returned device confirms the reported wear out of the functional end. The device is heavily damaged on the body as well with what appears to be material deformation from gripping the device. The finish is heavily marred as well and the lead thread is slightly damaged. The root cause is wear out after extended use. Corrective action is not indicated. Monitor via sep419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial shaft won't stay attached to reamer. Will not stay screwed together.